Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from indonesia that during post-surgery, it was discovered that the quick coupling device was heating up quickly and making a strange sound. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Date device returned to manufacturer: the device returned date was incorrect the initial medwatch report. The date has been updated accordingly. It was inadvertently reported in the previous medwatch report that the reported condition of heat was not confirmed and therefore, an assignable root cause was not determined. However, upon further investigation of the device evaluation, it was determined that the reported condition of heat was indeed confirmed. The device passed visual inspection, but during the assessment of both the device and the provided video, it was found that the attachment failed to hold the k-wire on the smallest setting and exhibited vibration. It was further determined that the device failed pretest for check quick coupling for k-wire and check function in running mode. The assignable root cause was determined to be due to component failure from normal wear. The investigation findings and investigation conclusion codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not function and could not secure/drive k-wire. It was further determined that the device failed pretest for check quick coupling for k-wire and check function in running mode. The assignable root cause was determined to be due to component failure from normal wear.